Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be further identified. A further cause of the suggested phenomenon could not be established. Olympus will continue to monitor field performance for this device.

Event description:
The subject device is an olympus demo asset that was returned to an olympus service center for inspection with no alleged complaint. An inspection of the returned device revealed there was insufficient air/water flow due to the nozzle being clogged with foreign material. There was no patient impact or involvement reported.

Manufacturer narrative:
During inspection and testing of the returned device, in addition to the information provided, the adhesive part of the bending rubber of the bending section was worn out. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation, or if any additional information is received.